Event description:
It was reported that a confirmed motor stall occurred, with a tube set message. The patient's condition was not known. The medication, concentration, and the dose used in the patient's pump were not reported. No further details, patient symptoms or outcome were reported. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).